Event description:
A hospital in (B)(6) reported that during a procedure to place a nail, the surgeon threaded a guide wire into the patient and inserted the end cap with a screwdriver. The surgeon did not notice that the guide wire was in the canal but outside the nail. And the end cap entered the canal. The surgeon was unable to retrieve the end cap and left it in place in the femoral canal.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional code: jds. Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found.